Event description:
The customer reported losing the first three seconds of the cine run. (Data loss). There is no report of injury or death.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.